Event description:
Distal end of 45mm stapler found to have significant amount of oil/greasy residue. A second 45mm stapler was opened and found with the same issue. These were different lot numbers. Procedure was completed with a 60mm stapler.